Event description:
Healthcare professional reported a lap-and system with a leaking port first noticed when "the doctor tried to put some fluid in there, and it wouldn't maintain, the fluid was gone". The lap-band port was explanted and replaced.

Manufacturer narrative:
Taper ii. The product associated with this report has been returned however the device analysis results are currently pending. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."